Manufacturer narrative:
Service inspected the instrument, performed troubleshooting, and cleaning of parts. No single part could be determined the cause of the issue, therefore the architect (B)(6) was considered the likely cause for the issue. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect (B)(6) did not identify any trends associated with the complaint issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6) processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Initial reporter complete facility name - (B)(6).

Event description:
The customer observed falsely decreased sodium results generated on the architect c4000 for multiple patient samples. The following data was provided (customer¿s reference range 136-145 mmol/l): initial result = 108 mmol/l, repeat = 136 mmol/l, 136 mmol/l. No impact to patient management was reported.